Manufacturer narrative:
(B)(4) and a 510(k) number will not be provided in the emdr, because the product is unknown at this time. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed and the root cause was determined to be a loose connection between the supply bag and line, where air was introduced. A labeling review of the homechoice systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display during dwell 3. The home patient (hp) stated that one of the supply bags was not properly connected. The technical service representative (tsr) assisted the hp with troubleshooting and advised them to inform their nurse of the alarm. Proper procedures per the user manual were reviewed with the hp. The hp stated they would perform capd to complete therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.